Event description:
Pt wears a medtronic mini-med insulin pump. In feb-2005, pt experienced hyperglycemia and a seizure. Pt was admitted to hospital and placed on life support. The cause of the malfunction was a stuck valve of the pump which did not deliver insulin. Seven months later, pt experienced a similar episode of hyperglycemia and seizure and was put on life support. Their blood sugar was 925 mg/dl. Pt is now in transitional unit. The cause of the problem was a stuck value which did not deliver insulin.